Manufacturer narrative:
Concomitant products: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3998, lot# j0437244v, implanted: (B)(6) 2004, product type lead.

Event description:
It was reported that the patient¿s stimulation had ¿just quit on him last saturday.¿ after increasing the stimulation amplitude of both program 1 and 2 to their maximums, the patient was reported as still being unable to feel any stimulation. It was stated that no falls or trauma had occurred. It was further stated that the patient had shoveled snow, but was unable to remember if the loss of stimulation had started before or after shoveling. The patient¿s status was noted as unknown. Additional information received reported that the patient had made an appointment with his healthcare provider.